Event description:
It was reported that when the workstation was connected to the generator/mainframe, the system would not boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector, generator interface board, and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.